Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a white substance "similar to calcium buildup" as well as a "cartridge connection" issue. Reportedly, the customer stated that the cartridge wouldn't "register" a new cartridge. The customer's blood glucose level was 600 mg/dl. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.